Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd gravity set had separated. The following information was provided by the initial reporter: we were notified of a complaint from a customer regarding one of your products. Customer report: ¿customer states tubing came disconnected at the manifold. IV fluids ran out all over the floor and a small amount of blood back flowed to the floor, 1 inch puddle on floor. IV tubing was put together by another staff member.¿ additional questions have been sent to the customer. Finished good #: dyndtn1545. Finished good lot #: 25125257. Product description: IV admin set,15dr,4nfports, stpcock,109." Date reported: 4/16/2026. The customer provided the following additional information: ¿the tubing is set up to free flow, not on a pump. The tubing is coming apart at the connection with the stopcock.¿ customer was unable to provide information regarding the manifold component.